Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. T root cause: no problem identified. Source: phone.

Event description:
Reports a drop of blood on swab after sample collection. Patients nose was very dry and the healthcare provider expects the blood was pre-existing. No apparent adverse event.